Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) female patient receiving intrathecal fentanyl 2,000.0mcg/ml at 499.9mcg/day and bupivacaine 20mg/ml at 4.999mcg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that on (B)(6) 2015, the patient was seeing 8476 (motor stall) on the personal therapy manager (ptm). The patient reports that she has not had an MRI. It was noted that on (B)(6) 2015, she went to an eye surgeon and had laser surgery for glaucoma. No other information was given regarding this event. The related symptoms/troubleshooting/actions/interventions/cause and resolution regarding the motor stall remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Event description:
Additional information received from the health care provider (hcp) reported that they were unable to restart the pump. The patient attempted boluses, and then was taken to the local emergency department (ed).the patient had been taken to the local emergency department (ed), and it was unsure what interventions were done at the ed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient experienced symptoms of withdrawal related to the motor stall. The patient immediately came to the office and interrogation revealed the stall. Actions included calling manufacture technical support, where it was recommended to replace the pump. The cause for the stall was not determined. The motor stall had not been resolved.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to sha ft-bearing.

Event description:
Additional information received from manufacturing representative reported that the pump was replaced today ((B)(6) 2016), and was sent back for analysis. The programming session logs indicated that from (B)(6) 2015 the drug was fentanyl 2,000.0mcg/ml at 499.9mcg/day and bupivacaine 20mg/ml at 4.999mcg/day. The dose had been decreased to minimum rate mode on (B)(6) 2015. The logs indicate that the motor stall occurred on (B)(6) 2015, with a stopped pump period may exceed tube set message on (B)(6) 2015. The motor stall recovered on (B)(6) 2016. There had been no feedback on the patient status since the replacement. During the procedure it was noted that the catheter had emptied beautifully. If additional information is received this report will be updated.

Manufacturer narrative:
After analysis and review, the previously reported eval code-conclusion of\ was updated.

Event description:
Additional information was received from a healthcare provider. The healthcare provider had two pump failures recently (see manufacturer's report # 3004209178-2015-25704 for the other pump failure). The pump had been replaced.